Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer originally reported that the cord and the package were damaged upon receipt at facility. The device was not used on a patient. The pad was returned for evaluation with the cord damaged and a bare wire exposed.